Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was used in a thrombectomy procedure. During preparation, it was noted that the system alerted error code 60. The procedure was not completed due to this event. There were no patient complications and the patient was stable. It was further reported that the patient was already sedated with local anesthesia when the issue occurred and the procedure was completed.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was used in a thrombectomy procedure. During preparation, it was noted that the system alerted error code 60. The procedure was not completed due to this event. There were no patient complications and the patient was stable.